Event description:
A report was received that during a permanent implant procedure, a contact on a paddle lead popped out. The contact popped out while the paddle lead was inside the pt, however, the contact was still attached to the paddle lead and was removed when the paddle lead was removed from the pt. A new paddle lead was placed in the pt, and the pt is reportedly doing well.